Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited backup vvi operation. The patient was asymptomatic. Programming changes were made. The patient was in a stable condition and will continue to be followed.